Manufacturer narrative:
Reporter is a synthes employee. Part number:319.004, synthes lot number: 5041458, supplier lot number: n/a, release to warehouse date: july 27, 2005, expiration date: n/a, manufactured by synthes (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Visual investigation: the depth gauge for 1.3mm and 1.5mm screws (part #: 319.004 and lot #: 5041458) was received for investigation at us customer quality (cq). Upon visual inspection of the complaint device, it shows the distal end of the needle of the depth gauge was slightly bent. The depth gauge was also missing the protection sleeve component. No other issues identified with the returned device. Device failure/defect identified? Yes. Specified dimensions: needle diameter = [0.93 mm,0.98 mm]. Measured dimensions: needle diameter = 0.96 mm, conforming. Measurement device used ¿ ca215p. Document/specification review: the current and manufactured drawings were reviewed: complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the device was bent at the distal end and is missing the protection sleeve. While no definitive root cause could be determined, it is possible the device encountered unintended forces during use and the missing components of the device might be misplaced when taken apart for sterilization. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020, the tip of a depth gauge appeared to be offset and possibly fatigued. There was no patient involvement. This report involves one (1) depth gauge for 1.3mm and 1.5mm screws. This is report 1 of 1 for (B)(4).